Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Initially the computer showed a "no input" message and would not power up. After pressing the reset switch the computer booted normally to the application screen. It was found that the computer has a dead cmos battery and a bad ram module. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that upon boot up the system displayed no input detected. They checked the connections and swapped the cables from the monitor to the slave outside without resolution. No patient was present at the time of the event.